Event description:
Facility reported the venous bloodline disconnected from the venous needle ten (10) minutes into the treatment. Estimated blood loss was 50cc. No medical intervention. The sample was discarded by the facility.